Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The customer complaint of ¿the device was not detecting the key¿ was confirmed through latch lock test. The cause of the reported issue was an inoperable latch lock sensor. Replaced latch lock sensor. Upon further investigation, found the dso seal was detached. Replaced dso seal. Review of service history found no service within the last 12 months. Review of event log found no relevant information. The device passed all functional testing after repairs.

Event description:
It was reported that the device was not detecting the key. The event occurred during testing.